Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a resolution clip device was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip deployed prematurely when inside the stomach. The clip detached from the catheter and fell off into the patient in an open state. The clip was left in the patient. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device noted that the clip was fully deployed. The clip assembly was not returned. There was a kink noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that a resolution clip device was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip deployed prematurely when inside the stomach. The clip detached from the catheter and fell off into the patient in an open state. The clip was left in the patient. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 10, 2014: the procedure performed was an esophagogastroduodenoscopy (egd).

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a resolution clip device was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip deployed prematurely when inside the stomach. The clip detached from the catheter and fell off into the patient in an open state. The clip was left in the patient. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(4) 2014: the procedure performed was an esophagogastroduodenoscopy (egd).

Manufacturer narrative:
Reported issue of clip falls into the patient in an open state. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.